Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise and sensing anomalies were confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported noise and sensing anomalies could not be determined.

Event description:
It was reported that the patient presented in clinic after receiving multiple inappropriate therapies due to suspected post-paced t-wave oversensing. Further review of egm appears to possibly be noise. The device was explanted and replaced. There were no complications for the patient.